Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary it was caused due to a condensation of moisture in the cmos unit by changing the tempature outside of the endoscpoe. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. Blur image appear during procedure. The doctor changed another device to continue.